Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a por had occurred. It was unknown if the patient did not charge the ins as the reason for the por. The caller reported that this event may have occurred on (B)(6) 2021. The caller reported that on (B)(6) , there was 100% battery level and on (B)(6) is was 50%. They went on to say (B)(6) 100%, and on (B)(6) 60% charge, (B)(6) 100% and (B)(6) 50%. The caller does not believe that the patient turned therapy on after (B)(6) due to usage and the por, and also mentioned they were not sure the patient knew how to turn therapy on. The caller inquired if depletion of the ins was due to therapy or normal drain on battery being off. They captured the mdt data file. The caller was going to reach out to it healthcare support to get these files transferred over and sent. The patient was going to get a lead revision today due to loss of therapy, but when caller reported the ins was off and a por had occurred they were cancelling the case.  See (B)(4) for lead migration/revision.